Event description:
It was reported the patient presented for a pre-discharge check. Upon interrogation, it was determined the atrial leadless pacemaker (lp) exhibited loss of capture. The lp had dislodged to the left common iliac vein. The lp was explanted. The patient was in stable condition.